Event description:
It was reported that the patient's unit stopped working. Troubleshooting did not resolve the issue. As a result, the patient's oxygen level had dropped. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2026. The unit was returned with a damaged power supply complaint, which was confirmed during testing. Inspection found water damage on the motherboard and battery board, indicating user-related damage. The muffler was heavily blocked with dust, causing a blockage in the feed port and contributing to reduced life (280), low internal purity (83.1 % ), and low external purity (84.8% ). A leak was also found at the cannula receptacle due to over tightening of cannula. The high psa cycle value (9) suggests moisture contamination of the zeolite beds. Additionally, the compressor mounts were damaged from excessive vibration. The uip, top housing, and lower housing were replaced due to cosmetic damage. Overall, the unit showed signs of environmental exposure, and improper use.